Event description:
It was reported by the customer that a bd pyxis medstation es system displayed a black screen and prevented the user log in to the station. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-jun-2022 to 02- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device displayed a black screen and prevented the user logging in to the station. A field service engineer found that the issue was due to a faulty internal battery. Replaced battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system displayed a black screen and prevented the user log in to the station. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the device displayed a black screen due to faulty internal battery. A battery required to be replaced to resolve the issue.

Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2024-00422 as there was no harm or adverse event occured. A technical support specialist confirmed that the patient involvement/harm field was mistakenly updated as "yes" and there was no actual impact to patient care and no investigation was performed on device.